Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.

Event description:
User facility voluntary medwatch rec'd which stated the following: " patient had a tpn, total parenteral nutrition, infusion and a lipids infusing via a PICC line through an abbott plum a line. The rates were set correctly. The tpn was set up with as a piggyback with deplayed start but it should have been set up as a concurrent medication. The pt did not receive tpn for the shift." Upon further query the following info was provided: the customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving less medication than intended. At 0800, line a of the device was programmed to deliver lipids at an unspecified rate and the delivery was started. Line b was programmed to deliver total parenteral nutrition (tpn) in the piggyback mode with a delayed start instead of the intended concurrent mode. No further programming parameters were provided. At 1513, the nurse noted that line b had not started and that the pt had not rec'd the tpn. Therapy was resumed at an unspecified time using the same device. There were no reported adverse pt effect. No medical interventions were required. Though requested, no additional info was provided.